Event description:
An altitude alarm occurred on the customer's pump. The customer's blood glucose level remained below 500 mg/dl, indicating that there was no adverse impact to their blood glucose level. The customer, guided by technical support, cleaned the speaker holes, loaded a new cartridge, and resumed insulin delivery. The issue was traced to the original cartridge not venting properly, and the pump resumed normal operation after these steps.